Manufacturer narrative:
E1: full establishment name: (B)(6) hospital. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to insufficient cleaning. Additional evaluation findings: connecting tube, acoustic lens and objective lens has had a scratch and adhesive on bending section cover had a crack. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. There were no abnormalities in the accessories used. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. There were no other concerns with reprocessing. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ·chapter 6 application and conditions of cleaning, disinfection, and sterilization ·chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a problem with the aspiration system. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: distal end had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.